Event description:
It was reported that a single undersensed premature ventricular contraction (pvc) was seen on the subcutaneous electrocardiogram (s-ECG) of the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was contacted, and ts explained it was due to the slow rate profile currently being used and the large-small presentation. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that a single undersensed premature ventricular contraction (pvc) was seen on the subcutaneous electrocardiogram (s-ECG) of the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was contacted, and ts explained it was due to the slow rate profile currently being used and the large-small presentation. The s-ICD system remains in service. No adverse patient effects were reported.